Event description:
Intraoperative films revealed the broken fluted tip of the 4.0mm cannulated screw was left in the pt. Upon removal of the screw, the surgeon noted unraveling of the threads. An alternate screw was used to compete this orif right medial epicondyle procedure.

Manufacturer narrative:
Subject device was not implanted. No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine manufacturing date without a lot number.